Manufacturer narrative:
The customer reported that the central nurse's station (cns) intermittently drops all data reports of their transport unit. The cables and actual mobile devices were swapped out and still having issues. They do not have an error because by time the customer was connected to an tech support agent the issue no longer seemed to be happening. No patient harm was reported. Investigation conclusion: the customer reported that their cns-6801 intermittently dropped all data from a transport monitor. The issue occurred during patient use. By the time nk tech support engaged, the problem had stopped, and vitals were displaying normally. Root cause investigation: the customer attempted multiple corrective steps but the issue persisted intermittently. No error messages were captured, and the disconnection did not recur while troubleshooting was in progress. The customer later confirmed the issue had not returned. Because no logs, error codes, or reproducible conditions were available, the root cause could not be determined. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) intermittently drops all data reports of their transport unit. The cables and actual mobile devices were swapped out and still having issues. They do not have an error because by time the customer was connected to an tech support agent the issue no longer seemed to be happening. No patient harm was reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) intermittently drops all data reports of their transport unit. The cables and actual mobile devices were swapped out and still having issues. They do not have an error because by time the customer was connected to an tech support agent the issue no longer seemed to be happening. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device.

Event description:
The customer reported that the central nurse's station (cns) intermittently drops all data reports of their transport unit. The cables and actual mobile devices were swapped out and still having issues. They do not have an error because by time the customer was connected to an tech support agent the issue no longer seemed to be happening. No patient harm was reported.